Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/10/2025, it was reported by a sales representative via (B)(4) that an ar-9510-2 revers lever-locking broach handle and an ar-9510-01 univers revers version rod experienced an issue. When used to broach, the version rod ar-9510-01 snapped off of the broach handle and was stuck in the ar-9510-2. It would not thread back into the spot it needs to be in. This was discovered during the case with no patient harm.